Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was boot looping. There was no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as an attempt to obtain the information was made, but it was not provided: d10 attempt # 1: 06/18/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied that the requested device information cannot be provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was boot looping. There was no patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was boot looping. No patient harm was reported. Investigation summary: the reported device was sent in for evaluation and repair. Nk's repair center confirmed the complaint and found that degraded hdds and corrupted software was the root cause. Both hdds were replaced, the system was re-imaged, recalibrated, and tested to manufacturer specifications, passing 24-hours of extended testing and qc. The device was returned to the customer. Nk will continue to monitor and trend. The following field contains no information (ni), as an attempt to obtain the information was made, but it was not provided: d10 attempt # 1: 06/18/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied that the requested device information cannot be provided. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was boot looping. No patient harm was reported.